Event description:
The pt was revised to perform add'l decompression. The implanted device was removed to gain access in order to perform the decompression. The implant could not be returned to its original location due to the condition of the spinous process after removal. Pedicle screw instrumentation was implanted to replace the explanted device.

Manufacturer narrative:
During removal of the component, the surgeon did not note any visual discrepancies and did not consider the need for add'l decompression to be the result of the device.